Manufacturer narrative:
Updated fields- b5, d9, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (e216) and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the static image occurred due to no image and scope communication error code (e216). Whereas, no image and scope communication error code (e216) occurred due to fluid on ethylene oxide (gas) valve (eto valve). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for use of a diagnostic colonoscopy that was completed with a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited a static image during inspection for use. There were no reports of patient involvement.